Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate lines, blood leak test strip were used and they tested positive. The machine alarmed. Estimated blood loss was less than 50cc's. Pt required no medical intervention. Sample has not yet been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.